Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change out, a possible site of abrasion was observed on the rv lead. It appeared to be on the surface, so the physician elected to repair the lead with silicon adhesive. No electrical anomalies were detected. The patient tolerated the procedure well and was stable before, during, and after the procedure.